Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer declined further troubleshooting with tandem technical support and stated that they would resolve the issue on their own. There was no reported impact to blood glucose.